Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low batt, weak batt and motor error alarm due to failed batt test alarm. Unit had broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring. Motor passed motor test.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 360 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.